Event description:
It was reported that the insulin pump has not delivered insulin properly. The blood glucose reading is 120 mg/dl. The insulin pump has cosmetic damage; cracks and scratches. The location of the damage is the reservoir compartment and dome label area. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.